Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and a patient category mismatch between breathing and monitoring subsystems. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the issue with mentioned technical errors was not reproduced onsite. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error idicating disabled valves shall be triggered when a low level of the signal disable_valves.l is detected during a period longer than (11.0 ± 0.1)s. Technical error indicating patient category mismatch between breathing and monitoring subsystems - software error occurred. Patient category was mismatch between breathing and monitoring subsystems (mismatch is between the range of the inspiratory valves and the expected values). Evaluation of device's logs confirm occurrence of claimed technical errors prior to date of event. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).